Event description:
It was reported that during implant there were varying and high impedances on the right ventricular (rv) lead high voltage coil. This was attributed to the usage of an adaptor being used for an abdominal implant and ascites fluid in the abdomen. The connector pin was reinserted into the adaptor and the lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: ddbb1d1 implantable cardioverter defibrillator (ICD), (B)(6)  2013; 6984m x2 adaptor (B)(6) 2013; 6707 x2 adaptor (B)(6) 2013. (B)(4).